Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was playing netball. The patient had fallen onto her chest and was unaware of receiving the shock. Review of the device data indicated the shock was due to sensing of myopotential noise. The s-ICD was reprogrammed to the primary vector with a gain of 1x and the smart pass feature was activated in an effort to limit oversensing. An exercise stress test was also performed. There was no evidence of t-wave oversensing and overall, the sensing was acceptable during the test. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was playing netball. The patient had fallen onto her chest and was unaware of receiving the shock. Review of the device data indicated the shock was due to sensing of myopotential noise. The s-ICD was reprogrammed to the primary vector with a gain of 1x and the smart pass feature was activated in an effort to limit oversensing. An exercise stress test (est) was also performed. There was no evidence of t-wave oversensing and overall, the sensing was acceptable during the test. The s-ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the smart pass feature was repeatedly becoming deactivated due to small qrs complexes and bradycardia. Recently, t-wave oversensing occurred and led to stored untreated ventricular episodes. The most recent untreated event occurred on october 11, 2024, in primary, due to oversensing of what appeared to be 2:1 atrial flutter. Further programming optimization was performed to re-activate smart pass and the secondary vector with x 2 gain was the preferred programming. Technical services discussed that the collected data supported that the primary vector was more stable given there was no similar t-wave elevation in primary during the brief est evaluation. At a minimum, it was recommended to consider repeating an est while capturing data across all vectors while in 2x gain and to consider x-ray for evaluation of system placement. The patient was subsequently assessed in-clinic at which time provocative maneuvers were performed in both the primary and secondary vectors. It was possible to reproduce the noise in both vectors in various positions; however, the noise was much less present in the primary configuration. The s-ICD was then programmed to the primary vector with 1x gain and smart pass was re-enabled.